Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain weight but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a permanent spinal cord stimulator implant procedure on (B)(6) 2020, the physician was unable to place the lead due to losing neuromonitoring signals and patient lost movement in left leg. As a result, the procedure was aborted and patient regained the movement in the legs.